Manufacturer narrative:
H.6. Investigation: four photos and one sample were received by our quality team for evaluation. From the photos, a 'peelback'-like phenomenon is observed on the tip of the catheter. Visual inspection of the sample showed a defective / damaged catheter tip, confirming the customer experience. From the damaged tip observation, the damaged tip is likely caused by a force acting from the tip end towards the housing direction. The arterial cannula assembly process was reviewed. There is a 100% inspection online lie distance inspection that will reject any parts failing the lie distance. The catheter lubrication process was reviewed. The lubrication process is lubricating the catheter tubing in a direction from the housing to the catheter tip. With the direction of the lubrication, the damaged tip could not have been caused by the lubrication process. The protection tube capping process was reviewed. A simulation was carried out by capping the protection in the offset position to find out if offset capping could cause similar damage on the catheter tip. After the evaluation, the catheter tip was visually observed, and no similar damage was observed on the catheter tip. Another simulation was carried out by pulling the cannula in the catheter tubing drawn upwards and exerting an upwards force to the tip of the catheter tubing. A similar damage was observed on the catheter tubing. If the protection tube was detached after the assembly process or during the packaging process, the damaged catheter may occur when the catheter tip hit against other parts or parts of the machine. However, according to the verbatim, the customer received the parts with the protection tube intact inside the packaging. Therefore, it is unlikely to have been caused by loosened / missing protection tube. Therefore, the root cause could not be determined.

Event description:
It was reported that arterial cannula 20g/45mm was damaged. The following information was provided by the initial reporter: when the customer opened the product package and was preparing for puncture, he found that the catheter was abnormal and damaged, so puncture could not be carried out. Samples of defective products will then be sent to shanghai office. The customer asks for compensation for about (B)(4) samples. On 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: 1. There is a needle shield in the product package. 2. The needle shield cap is on the product without loosening.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that arterial cannula 20g/45mm was damaged. The following information was provided by the initial reporter: when the customer opened the product package and was preparing for puncture, he found that the catheter was abnormal and damaged, so puncture could not be carried out. Samples of defective products will then be sent to shanghai office. The customer asks for compensation for about 10 samples. 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: there is a needle shield in the product package, the needle shield cap is on the product without loosening.